Manufacturer narrative:
Exemption number e2019001. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of thrombosis and death are listed in the xience v everolimus eluting coronary stent systems instructions for use, as a known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The stent remains in patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other xience xpedition is filed under a separate medwatch report.

Event description:
It was reported that the procedure was to treat lesions located in the left anterior descending (lad) and left circumflex (lcx) arteries. After pre-dilatation of both arteries, the lad showed no flow. A non-abbott stent was implanted in the lad and the lcx became totally occluded. The patient went into cardiac arrest and emergency cardiopulmonary resuscitation (CPR) was performed. The lcx was pre-dilated and stented with a xience v 3.5 x 15 mm at 12 atmospheres. Timi I flow was noted in the lad and lcx. The lcx was post dilated with a non-compliant (nc) balloon at 16 atmospheres. Then, the left main coronary artery (lmca) to lcx was stented with a xience v 3.5 x 15 mm at 14 atmospheres and post dilatation performed including ballooning to the lad. After this angiography showed thrombus in the lad and lcx. The lad was noted to be totally occluded, and the lcx had a timi I flow. Patient experienced cardiopulmonary arrest. Advanced CPR was started, but after 45 minutes, the patient was declared dead.